Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, her infusion set's tubing came apart close to the site at quick release. There were different sites like upper buttock and lower back mostly. The pump was in the back pocket or back of the pants. The infusion was used for just a day or two. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.